Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient was brought to the ER after being found at home unconscious for an estimated twenty minutes. The paramedics administered CPR and considered the patient's rhythm pulse- less electrical activity (pea). The patient was intubated in the ICU. The device exhibited oversensing and the patient received inappropriate therapy. The ventricular sense refractory and pvab were adjusted to resolve the oversensing but the patient expired the next day.